Manufacturer narrative:
No UDI nor lot number was provided, therefore, section d4 and g4 were unable to be filled in. As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of PICC hub cracked cannot be confirmed since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics/hand placement during infusion access. It is preferable to grasp the needleless connector (nc) when connecting a syringe/tubing to it rather than grasping the pasv valve luer hub while making a connection with the nc. Grasping the pasv valve hub while connecting a syringe/tubing set to the nc can transmit additional torque to the pasv female luer hub. Inadequate flushing of the device lumen may also be a contributing factor. Angiodynamics has created an instructional video regarding the care and maintenance of the bioflo PICC; reference youtube video, "angiodynamics bioflo PICC care and maintenance instructional video" uploaded on november 18, 2020. This video is intended as a visual representation of information provided in the dfu for clinicians who are responsible for the care and maintenance of piccs but are not responsible for PICC placement. No DHR review of the packaging/assembly lots were reviewed since device upn and lot number are unknown. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). (B)(4) 1317056-2024-00139, 1317056-2024-00140, 1317056-2024-00141, 1317056-2024-00142, (B)(4), 1317056-2024-00144, 1317056-2024-00145, 1317056-2024-00146, 1317056-2024-00147, 1317056-2024-00148, 1317056-2024-00149, 1317056-2024-00150, 1317056-2024-00151.

Event description:
A distributor reported an end user experienced 13 occurrences with bioflo piccs w/ pasv. Per the end user: "I've just been looking at the fractured hub data we have been keeping on bioflo PICC. Cases of all sizes ranging from 4-day dwell to 584-day dwell". No additional information was provided.

Event description:
New information: bio-stable 3f sl-55 cm mst-70 kit valved with nitinol guidewire was being used for pn. During use, it was noted the hub was cracked. The patient did not experience any adverse effects or harm because of this incident.

Manufacturer narrative:
New information: reference (B)(4). (B)(4), 1317056-2024-00139, (B)(4), 1317056-2024-00140, (B)(4), 1317056-2024-00141, (B)(4), 1317056-2024-00142, (B)(4), 1317056-2024-00143, (B)(4), 1317056-2024-00144, (B)(4), 1317056-2024-00145, (B)(4), 1317056-2024-00146, (B)(4), 1317056-2024-00147, (B)(4), 1317056-2024-00148, (B)(4), 1317056-2024-00149, (B)(4), 1317056-2024-00150, (B)(4), 1317056-2024-00151.

Manufacturer narrative:
Upn is now known but ship history report from distributor to end user facility prior to the implant procedure date is not known. DHR review is not warranted. In addition, hub cracked issue is likely a use issue (over-tightened connection) and not a device manufacturing issue. Reference (B)(4). (B)(4) 1317056-2024-00139. (B)(4) 1317056-2024-00140. (B)(4) 1317056-2024-00141. (B)(4) 1317056-2024-00142. (B)(4) 1317056-2024-00143. (B)(4) 1317056-2024-00144. (B)(4) 1317056-2024-00145. (B)(4) 1317056-2024-00146. (B)(4) 1317056-2024-00147. (B)(4) 1317056-2024-00148. (B)(4) 1317056-2024-00149. (B)(4) 1317056-2024-00150. (B)(4) 1317056-2024-00151.